Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User experienced recurrent swelling over receiver-stimulator site, speech discrimination with the left cochlear implant worsened. Re-implantation was performed.